Event description:
During remote monitoring, episodes of noise and high pacing impedance were observed on the right ventricular (rv) lead. Rv lead fracture was suspected to be the cause of the electrical anomalies. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.